Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a pacing failure was identified on the right atrial (ra) lead on a electrocardiogram (ECG). Reprogramming was performed however battery longevity on the implantable pulse generator (ipg) was decreasing. Unstable thresholds was also noted on the ra lead. The ipg was explanted and replaced and the ra lead was capped and replaced. No patient complications have been reported as a result of this event.